Event description:
While the unit was in use on a pt, the unit sounded a low vacuum alarm and then displayed electrical test failure code 50 (motor speed out of specification). The pt was switched to another unit and therapy was continued. No pt injury was reported.